Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed the right ventricular (rv) lead had noise. Programming changes were made. The patient had no adverse consequences.